Manufacturer narrative:
H.6. Investigation: sixteen safetyglide needle assemblies were received and evaluated. Fifteen were in fully sealed blister packs from batch 9150898 (p/n 305916). One was loose and attached to an unknown glass syringe. It was observed on the loose needle assembly, the cannula was missing, and small portion of the hub was broken off at the connection point between the hub and cannula. The missing cannula was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for missing cannula defect is associated with the assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it; after that, the safety mechanism and the plastic shield are assembled. In this case, a jam may have occurred at the cannulator inducing the lack or not enough epoxy.

Event description:
It was reported that the bd safetyglide¿ needle broke off into the patient's arm during use. The following information was provided by the initial reporter: "administering flushot; needle broke off in patients arm; remainder of box taken out of circulation".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle broke off into the patient's arm during use. The following information was provided by the initial reporter: "administering flushot; needle broke off in patients arm; remainder of box taken out of circulation".